Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer's blood glucose level was 154 mg/dl at the time of incident. Customer stated that they were able to successfully clear the alarm. The customer also stated that during rewinding the error occurred. Advised the insulin pump will need to be replaced. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a pump error 38 alarm during rewind due to a jammed motor gearbox. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms.